Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, multiple errors on the integrated electrosurgical unit (iesu) generator was displayed. System logs showed multiple errors: m-02, c-00, 4-87, 25913 on the iesu generator. The customer would reset the iesu generator to continue. The procedure was completed under this condition with no known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu generator to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was placed on an in-house system, run in normal mode and the reported failure (m-02-3 error on start-up) was confirmed and reproduced. Correction: field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
Refer to h10/h11 for follow-up information.